Event description:
It was reported that during a surgical procedure at the user facility, the device lost pressure, leading to blood loss at the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, leading to blood loss at the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported loss of pressure was not able to be duplicated by a manufacturer repair technician through functional evaluation. The device was serviced for preventive maintenance and returned to the user facility.